Event description:
We got a notice that covidien has a recall on certain lot number of staplers, because a small piece can break off from the gia guard. This is a different lot number and we had the same issue today losing part of the yellow guard. The surgeon was aware about the issue, but could not see anything to the stapler while placing it in the pt. A small yellow piece of plastic was noted after the stapler was used and removed from the pt.